Manufacturer narrative:
Of the reported 2 devices, lot number for the device were not provided, a lot history review could not be performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for two malfunctions. For one of the two malfunctions the investigation is confirmed for tilt. The remaining one malfunction filter tilt was identified based on medical record review. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model unknown filter vena cava filter allegedly experienced tilt. The information was received from various sources. Both the malfunctions involved patients with no patient consequences. Of the two reported malfunctions, one male patient is (B)(6) years old and (B)(6) year old patient's gender was not provided. Weight was not provided for both the reported malfunctions.